Event description:
Boston scientific received information that this pacemaker, implanted with another manufacturer's right ventricular (rv) lead, stored a nonsustained ventricular tachycardia episode due to oversensing. Pauses in pacing greater than two seconds were also noted. Boston scientific technical services (ts) discussed reprogramming the sensitivity and troubleshooting options. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4).the local area field representative was contacted for additional information. At this time, no further information is available and records indicate this device remains in service. Should additional information become available this report will be updated.